Event description:
Pt had several previous dislocations. Liner was seated fully in sector cup; could reduce but not fully. No click heard and easily dislocated after numerous attempts; locking ring could not be seated either. Product problem extended surgery 20-30 minutes.